Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the device was post paced t-wave oversensing on the ventricular lead. Reprogramming resolved the issue and the patient was asymptomatic.